Event description:
It was reported that the device exhibited a fluctuating and unstable magnet rate and fluctuating battery longevity estimates. It was reported that electrocautery was used during an open maze procedure.